Event description:
On 11/25/2021, it was reported by an arthrex employee via sems that an ar-8400obe burr created debris while inside the patient, around the acromion area of the scapula. This was discovered during a shoulder arthroscopy on (B)(6) 2021. Additional information requested

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Per (B)(4), item ar-8400obe batch 13581969 (1qty.) Was discarded by the facility. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of this condition is the excessive force used to pry and/or leverage the device.